Event description:
It was reported that the patient perceived a crackling sound first and recognized later a sudden loss of sound amplification, when he was moving the skin over the implant. A revision surgery is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.